Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after undergoing magnetic resonance imaging (MRI), a patient with a pain stimulation implantable pulse generator (ipg) experienced a loss of pain relief, inability to feel stimulation from the device, and perceived that therapy was not on despite confirmation that it was turned on. The patient reported worsening pain to the level experienced prior to device implantation. No changes to therapy settings were made following the MRI, and group b was noted to be active. The patient and healthcare professional initiated contact for further support regarding therapy concerns.